Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 335 mg/dl, 86 mg/dl, 327 mg/dl, 330 mg/dl and 340 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated he took his 9 units of n insulin as he normally would. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.